Event description:
Information received in a follow-up report which notes: "we decided to re-aspirate her today (B)(6) 2015. We probably aspirated approximately 100cc of lightly blood-tinged joint fluid."

Manufacturer narrative:
Reported event: an event regarding patient factors is reported involving unknown implant insert. The event was confirmed based on medical review, but no device specific failure modes were identified or confirmed . Method & results: product evaluation and results- product inspection - material analysis, visual, functional and dimensional inspections could not be performed as the device remained implanted. Clinical review: a review of the provided medical records and/or x-rays by a clinical consultant stated that : the following adverse events were identified: left: failed patellar component with resection arthroplasty, revision left knee, periprosthetic infection, multiple aspirations and infection. Right: patellar component failure and revision, 2nd revision for knee dislocation and patellar tendon rupture. Conclusion of assessment: the mechanisms of failure and causes of revision in both knees appeared dynamic and unrelated to the implants. This was a very complicated case in a patient with multiple comorbid conditions. -product history review: not performed as device is not identified properly. -complaint history review: not performed as device is not identified properly. Conclusions: the event was reported about patient factors is reported involving unknown implant insert. The event was confirmed based on medical review, but no device specific failure modes were identified or confirmed . The exact cause of the event could not be determined because insufficient information was provided.further information is needed to complete the investigation for determining its root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not available.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Information received in a follow-up report which notes: "we decided to re-aspirate her today ((B)(6) 2015). We probably aspirated approximately 100 cc of lightly blood-tinged joint fluid."